Event description:
New information noted that the device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at below end-of-service level. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for a follow-up in clinic. During the visit, the pacemaker was unable to sync to the programmer. Several attempts were performed however, were unsuccessful. The physician believes that this may be due to early battery depletion. No intervention was performed due to the patient going on vacation. There were no patient consequences.